Event description:
It was reported that the tibial cutting block did not provide dr. F. With the correct resection. The block provided a cut that was sloped medially, not a level resection. Dr. (B)(6) had to use traditional instruments to complete the tibial resection.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.